Event description:
It was reported by getinge field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) was displaying an error message as electrical test fail #54. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by getinge field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) was displaying an error message as electrical test fail #54. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1 (initial reporter), e2, e3, g1 (contact office and contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11. Corrected fields - e4.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site address), g3, g6, h2, h11.

Manufacturer narrative:
Updated field: b4; b5; g1; g3; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. On (B)(6) 2025: the fse switch on the machine, the electrical test fail #54 error coming then replaced the front-end board. Switch on the machine and it is found now electrical test fail #50 error came, then dry the motor controller pcb and check the machine, machine is start up normal but after 50 min of running, machine show electrical test fail #50. The electrical test fail #50 is coming due to the motor control board so need the motor control board. Part required - motor controller pcba. Part replaced - front end board (d670-00-0668). Working hours: - 326 hours. On (B)(6) 2025: checked the machine with new motor control board then check the machine and found machine is working ok. All test and functions are working ok. Also found that machine have no battery back up so need to replace the batteries. Quotation provided of motor control board and batteries. On (B)(6) 2025: replaced the motor controller board (d671-00-0004) then check the machine, now machine is working ok. All pneumatic tests are passed machine is working ok handover the machine to user in good working condition. As per discussion had with customer and engineer, we came to know batteries have been replaced by customer themselves.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) electrical test fail #54 error. There was no patient involvement or adverse event reported.